Event description:
Medical doctor was placing guide wire in place, and guide wire came apart "cheering" in patient. Medical doctor attempted another guide wire from a knew it, the guidewire again came apart. Reason for use: emergency central line placement.